Manufacturer narrative:
The seat plate cracked straight off when the patient sat on it. User stuck in the walker. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in (B)(6).

Event description:
The seat plate cracked straight off when the patient sat on it. User stuck in the walker. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in (B)(6).